Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the most distal stent row were raised outwards distally from the balloon and damaged. The proximal end of the stent was still in place. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during prep. The product stent protector was not returned for analysis with the device, however based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the two components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was slightly kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm promus element ¿ long stent was selected however during preparation of the device outside the patient's body, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm promus element ¿ long stent was selected however during preparation of the device outside the patient's body, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.